Event description:
Inaccurate erratic readings. In blood glucose tests, customer received readings of 397 and 77 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.